Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy dates are estimated. During processing of this complaint, attempts were made to obtain patient weight and event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-47609, 1627487-2020-47610, 1627487-2020-47611. It was reported that following surgical procedure involving the lead site, the patient developed a staph infection there. As a result, surgery occurred on an unknown date to explant the leads, which addressed the issue. IV antibiotics were administered through a PICC line.